Event description:
Customer reported a delivery issue involving being sent control solution instead of the ketone test strips to use with his precision xtra blood glucose meter, which is what he expected. He further reported experiencing swollen legs that caused him pain. Customer self-presented to his healthcare provider, but did not receive a diagnosis. Customer noted he was told he needed to stay in the hospital. During his hospitalization he was treated with unspecified antibiotics via intravenous infusion, in addition to "other chemicals" which he could not identify. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. The medical event was related to a delivery issue, hence there is no indication of a product malfunction. Therefore no investigation of the product is required.